Manufacturer narrative:
Parts were received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
The service engineer (se) inspected the device. The se replaced the front bezel to address the reported issue. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed.

Event description:
It was reported that the ventilator's navigation ring was not moving. There was no patient involvement.